Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Additional repairs outside the recall repair were addressed. Based on the file review infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp recalls - bad bezels put into units- 09/06/2019 13:08:35 jeannette kenefick (jkenefic) contact: loi phung - biomed 626-857-3181 lophung@mail.cvhp.org ** this unit had a bad bezel part installed into it. Per brent selly: please replace this bezel per recall ** 09/24/2019 05:59:01 allan dulay (adulay) est - rcl to mnr 09/30/2019 10:54:36 crisleivy pena (crpena) npi confirmed updated from rcl to mnr for the minor repair needed per allan dulay, service tech. Repair approved by loi phung, biomed, at lophung@ emanatehealth.org for $230.new po# 621261. 10/09/2019 15:17:17 allan dulay (adulay) flashed to v9.17.0.22 as per xd03. 10/16/2019 05:55:57 christina castaneda (chcastan) 1001910512410009174100457111916791 12/05/2019 20:24:22 mikee d baldonado (mbaldona) during the repair process, it was determined that the original problem code should have been brok (broken/damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.